Manufacturer narrative:
Product analysis: analysis was able to confirm that the printed circuit board required replacement and required software installed/configured. It was noted that the grommet was broken/fractured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pulse generator (epg). The epg was returned for service. No patient complications have been reported as a result of this event.